Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a presence of a foreign body and an issue with the packaging. To aid in the investigation, six samples and eight photos were provided for evaluation by our quality team. Five samples were in sealed packaging blisters and one sample was in an opened packaging blister. A visual inspection was performed. Three samples have a dust particle, one sample has embedded degraded resin, and one sample has no defects or imperfections. The sixth sample has a fine line about 4" long that is not perforated on the packaging blister. The eight photos provided show some of the samples received. No other defects or imperfections were observed. For the dust defect, this could occur if, after a repair or maintenance, cleaning was not sufficiently completed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The cause of the damage to the packaging is not known. The packaging equipment has no sharp tools that could induce the damage reported. A device history record review was completed for provided material number 303552, lot 2179829. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. 5 units - presence of a foreign body inside the syringe body (appears to be similar to a piece of rubber from the stopper).

Event description:
It was reported that foreing matter was present in 5 of the bd luer-lok¿ syringes. Report 1 of 2. The following was translated from portugese to english: 5 units - presence of a foreign body inside the syringe body (appears to be similar to a piece of rubber from the stopper).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.